Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section e1: telephone number: (B)(4) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was not stable and there was a capsule tear during its implantation. The iol was therefore removed during the same procedure. There was no delay in treatment or other interventions performed. No further information was provided.